Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
"[Oral-b]" toothbrush head broke "[device breakage]". Case narrative: consumer via social media stated that the toothbrush head broke while cleaning her teeth. No injury was reported.